Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The patient's blood glucose result was 350 mg/dl and he administered 10 units of insulin via the infusion device. The infusion device displayed an occlusion error message. The patient changed the infusion set and he noticed the cannula was bent. The patient changed the infusion set "several" times without success. The patient's son transported him to the hospital. The blood glucose result was "up to 580 mg/dl" in the hospital and he was treated with infusions. The patient was released from the hospital on (B)(6) 2019. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.